Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported "no complaint against the device." Healthcare professional later reported "rupture" confirmed via MRI and "pain." Healthcare professional later reported "intracapsular rupture" confirmed via MRI. Healthcare professional later reported mammogram "caused pain and may have ruptured implant." Record is for left side. Device has been explanted.

Event description:
Healthcare professional reported "no complaint against the device." Healthcare professional later reported "rupture" confirmed via MRI. Record is for left side. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6, h6.

Event description:
Healthcare professional reported "no complaint against the device." Healthcare professional later reported "rupture" confirmed via MRI. Record is for left side. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed broke device assessed as fold flaw opening. ¿ breast pain: unable to observe since it is not related to the device. As per the investigation procedure, stress marks were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: b.6., d.9., h.2., h.3., h.6.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "no complaint against the device." Healthcare professional later reported "rupture" confirmed via MRI. Record is for left side. Device has been explanted.